Manufacturer narrative:
(B)(4): the customer reported a black screen. There was no report of pt involvement. The unit was not evaluated by philips. Based on the customer's report we are considering this a malfunction. We cannot determine the cause from the available info.

Event description:
The customer reported a black screen. There was no report of pt involvement.